Event description:
It was reported by the affiliate that as a 8f 23cm brite tip sheath introducer (si) was attempted to be inserted into the vessel, the distal tip frayed. Therefore, the physician stopped using the sheath introducer and used another device to successfully complete the procedure. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The product appeared normal when taken from its packaging and before the procedure. The device prepped normally. There was no difficulty flushing or assembling the devices. The access site lesion is unknown. The access site was not a cto and did not have any stenosis. Excessive force was not used to insert the sheath. It is unknown if a dilator was used prior to inserting the sheath.

Manufacturer narrative:
This device is not available for testing and evaluation. Review of lot 16038729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that as an 8f 23cm brite tip sheath introducer (si) was attempted to be inserted into the vessel, the distal tip frayed. Therefore, the physician stopped using the sheath introducer and used another device to successfully complete the procedure. There was no patient injury reported. The product appeared normal when taken from its packaging and before the procedure. The device prepped normally. There was no difficulty flushing or assembling the devices. The access site lesion is unknown. The access site was not a cto and did not have any stenosis. Excessive force was not used to insert the sheath. It is unknown if a dilator was used prior to inserting the sheath. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and no anomalies, nonconformances or excursions were issued for this lot. Without return of the device for analysis the reported complaints of brite tip/distal tip-frayed/split/ torn in patient could not be confirmed and the exact cause could not be determined. Based on the information available for review, a root cause could not be determined. The sheath appeared normal prior to use and there was no difficulty prepping the device. Neither the DHR nor the information provided suggests that the reported complaint could be related to the design and manufacturing process of the device, therefore no corrective action will be taken at this time.